Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
During a follow-up performed on (B)(6) 2012, battery impedance was 0.13 kohms. At next follow-up on (B)(6) 2012, the device was found in standby mode and after re-initialization, battery impedance was 1.81 kohm and longevity showed 10 years and 6 months. During a follow-up in (B)(6) 2013 (exact date is unknown), battery impedance was 1.53 kohms and longevity showed 5 years and 10 months. During another follow-up performed in (B)(6) 2013 (exact date is unknown), battery impedance was changed to 2.21kohm and longevity showed 4 years and 5 months. It should be noted that the only files provided for investigation at the time this report is submitted are the patient files corresponding to (B)(6) 2013 interrogation.